Manufacturer narrative:
Philips technical support assisted the customer and determined that the battery in use was outside of its clinical lifespan (over 1 year old) and required replacement. The customer was advised to replace the battery to resolve the issue. The customer was provided the requested information regarding the xl battery and the required battery conditioning/replacement schedule. The device remains at the customer site and there have been no additional cases from the customer to report the same issue with this device. Philips is considering this a malfunction of the battery. As per the hospital biomedical engineer, the device behavior did not impact patient outcome. Additional patient details were requested but were not provided.

Manufacturer narrative:
A follow-up report will be submitted once the investigation is complete.

Event description:
The customer contacted philips to request information related to the battery and device function. The customer reported that after the delivery of three shocks and during transport of the patient, the device shutdown unexpectedly on battery power. The users then connected the device to ac power. The customer reported the patient "eventually passed."